Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead delivered anti-tachycardia pacing (atp) and shock therapy. It was observed that there was a delayed detection due to undersensing of fine ventricular fibrillation (vf). Additional information received indicated that therapy was delayed for several seconds. Moreover, a repeat defibrillation threshold (dft) testing was done to test lead integrity and the arrhythmia was successfully converted with normal measurements and no undersensing observed. Therapy was never exhausted and the patient was reported to be in stable condition after the procedure. This rv lead remains in service. No adverse patient effects were reported.